Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of injector was faulty. Additional information was requested and received when loading, the piston went over the lens and finally the lens got "stuck" on the end of the injector. The procedure was completed with another iol.